Event description:
Doctor reported preparation for implant at tooth site 45 with 3mm drill. When placing the implant patient referred pain, there was a cavity in the bone, implant was then removed and a new one placed. Pain disappear immediately after explantation. According to the doctor the cavity in the bone was previously there. As the implant too long was, patient referred pain. After a shorter implant was placed everything was ok, doctor hopes that patient will not feel pain anymore and this works. The cavity seems to be a sort of anomaly that does not bother, therefore doctor left it as it is.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Expiration date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Expiration date unknown / not provided.

Event description:
Doctor reported preparation for implant at tooth site 45 with 3mm drill. When placing the implant patient referred pain, there was a cavity in the bone, implant was then removed and a new one placed. Pain disappear immediately after explantation. According to the doctor the cavity in the bone was previously there. As the implant too long was, patient referred pain. After a shorter implant was placed everything was ok, doctor hopes that patient will not feel pain anymore and this works. The cavity seems to be a sort of anomaly that does not bother, therefore doctor left it as it is.

Event description:
No further event information is available at the time of the report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) 3i t3® non-platform switched parallel walled implant 4 x 11.5mm (boss411) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Measurements match drawing. Cal3845 (due: sep 12, 2022). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number (2021071438). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021071438) for similar events (complaint category keywords: fracture: medical: pain) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.